Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in insulin pump history. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl at the time of incident. The customer's current blood glucose is 221 mg/dl. The customer was treated with glucagon in the hospital. Based on customer report customer did not allege the insulin pump was over delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting. Customer states audio test did not pass. The insulin pump will be returned for analysis.